Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implanted neurostimulator battery only holds a charge for 2-3 days and it's not consistent like that. Patient stated that they will hook the recharger up and it will come up to 10% within a couple minutes and they have to disconnect the charger and hook their other device up so they can turn it back on because they shake pretty bad. Patient said when they go back to put the charger back on, it will register that it's at 30% but yet it doesn't hold a charge. Patient mentioned that they let it charge all the way up to 100% but it's going from 10% to 30% to 50% without them even charging it. The issue started since the first time they charged the stimulator. Their has been 2-3 instances where the stimulator didn't hold a charge for more then 2-3 days. Patient charged 10% sunday. Rep checked everything again yesterday. The stimulation is off again this morning. .agent asked the patient if the healthcare provider had given them a longevity calculation to determine how long the device is going to last because it is not uncommon with dbs to have high settings and for them to have torecharge often. Patient confirmed this was before the healthcare provider made any adjustments to the device. Patient spoke with their medtronic representative on monday morning and the representative told the patient that they think the issue is with the recharging device. A message was sent to the repair department to replace the recharger.